Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: wouters, y., roosenboom, b., causevic, e., kievit, w., groenewoud, h., & wanten, g. J. (2019). Clinical outcomes of home parenteral nutrition patients using taurolidine as catheter lock: a long-term cohort study. Clinical nutrition, 38(5), 2210¿2218. Doi: 10.1016/j.clnu.2018.09.020

Event description:
It was reported in an article from the journal of clinical nutrition titled " clinical outcomes of home parenteral nutrition patients using taurolidine as catheter lock: a long-term cohort study " that after chronic catheter placement, the catheters were unable to be infused and aspirated due to occlusion and required removal of the device in 5 patients. The status of the patients was not provided.